Event description:
The customer reported that two sets of internal paddle handles had the rubber shock button membrane torn. The customer has expressed concern regarding the potential to compromise patient safety due to either the unavailability of internal paddles and/or infection control issues due to the reported damage. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA.